Event description:
It was reported that high impedances were noted at implant. It was determined that there was an implantable neurostimulator (ins) problem. The ins was replaced after troubleshooting. The clinical specialist reported that when the doctor connected the battery to the leads, they ran an impedance test that displayed high values on multiple electrodes. The clinical specialist advised the doctor to remove the leads, wipe them down, suction the battery channels and then reconnect. The doctor tried this twice and on both occasions, impedances remained high. Next, they tested the lead impedance via snap-lid at the highest possible amplitude. This test only revealed one electrode (#11) was high. When the leads were "reconnected to ?" They ran into the same high impedance issues as before. Group impedances were greater than 3600. After multiple attempts, it was determined that there was a battery issue and not a lead issue. A decision was made to replace the battery after all other efforts had been exhausted and confirmed with technical services. No further info was requested at this time.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.